Event description:
Discrepant total psa and free psa results for one pt sample. Initial tpsa result 0.43 ng/ml. Same sample repeated using 2 different methods recovered 7.2 ng/ml and 2.33 ng/ml. Initial fpsa result 0.63 ng/ml, same sample repeated using different method recovered 1.5 ng/ml. If add'l info is received, appropriate notification will be provided.